Manufacturer narrative:
The instrument has been returned for evaluation. The reported complaint was not confirmed. The instrument passed the cut test and passed energy delivery. The electrical continuity test also passed along with the electrode gap test. Based on the information provided, this complaint is being reported due to the following conclusion: the endowrist vessel sealer instrument allegedly did not seal the patient's tissue. If the reported malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was observed that the endowrist vessel sealer instrument stopped sealing after the first seal. There was no allegation that any fragment(s) from the instrument fell into the patient and/or that any patient harm, adverse outcome or injury occurred involving the reported instrument. On (B)(6) 2015, intuitive surgical inc., contacted the initial reporter and obtained the following details. The endowrist vessel sealer instrument originally worked then stopped functioning. The staff did not specify or indicate if the system/generator displayed a message. Tissue effect was observed only in the beginning of the procedure. The surgeon did receive the audible sealing beeps/tones from the generator indicating a completed sealing cycle. The master grips were closed tightly on the vessel and was in seal mode. It is unknown as to what the tissue target was. Customer was unsure if the vessels were calcified or in excess of 7mm in diameter.